Event description:
I have had a multitude of tests with different specialists who could not identify the cause of my systemic problems. Asia syndrome (breast implant illness). Collagenosis undifferentiated. I had the mentor cohesive gel implant smooth 425cc in 2009, replaced in 2011 and taken out in 2019. FDA safety report ID# (B)(4).